Event description:
Boston scientific received information that at routine device change out of this implantable cardioverter defibrillator (ICD) the right atrial (ra) setscrew was stuck. Numerous troubleshooting techniques were attempted, but were unsuccessful. The ra lead was surgically abandoned and was not replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.